Event description:
An infusion pump was sent to baxter for servicing. During service, a baxter technician discovered a failure code 812:02. The facility representative stated that no patient incidents were reported on this pump, since the last baxter service event.